Manufacturer narrative:
Device unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange due to suspected thrombus. No further information was provided.

Manufacturer narrative:
The explanted device was returned for evaluation. The presence of thrombus was confirmed based on the evaluation of the returned lvad pump. Upon disassembly of the pump, examination of the distal side of the inlet stator revealed a small thrombus formation surrounding the inlet bearing cup. The thrombus revealed areas of slight denaturation and also appeared to be in the early stages of laminated layering, indicating that it developed on the inlet bearing cup over an undetermined amount of time while the pump was operating. In addition, a small thrombus formation was observed in the outlet stator. Although a duration of time for which it was present in the pump could not be determined, the area of denaturation on the thrombus indicates that it was present during pump operation. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.